Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber was not returned to fph in (B)(4) for investigation. Without the complaint device or sufficient information from the customer, we were unable to confirm the failure as reported by the customer. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The returned chamber would have met the required specification at the time of production.

Event description:
A distributor in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the mr290v vented autofeed humidification chamber was leaking. No patient consequence was reported.